Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was insulin leaking from the luer lock. At the time of the report the contact stated that it did not appear to be leaking, but that there was a faint insulin smell. Customer's blood glucose level was 414 mg/dl. The contact indicated that boluses would be administered via the pump. Reportedly, the customer continued to use the same cartridge.